Event description:
It was reported, during an implant procedure, the physician was unable to deploy the lead lobes. Active fixation was impossible. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The lead was received with the lobes un-deployed. Dried blood on the lobes and under the overlay tubing prevented the lobes from functioning properly. Visual analysis revealed distal conductor and lead were stretched. Apparent explant damage was noted. Primary analysis finding noted no anomalies found, lead functionally normal.